Event description:
A (B)(6) female patient called zoll customer support to report that wires were exposed on her monitor's belt connector. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt connector) was confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case, causing the service code. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the defective monitor. The patient received a replacement monitor.